Event description:
It was reported that the customer's blood glucose level was 432 mg/dl. The customer received a motor error alarm from his/her insulin pump during a bolus. Standard troubleshooting was performed. The customer was able to rewind the insulin pump. The insulin pump was not exposed to a strong magnetic field. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).